Event description:
It was reported that during an unspecified spinal procedure, the driver broke apart and the tip broke off. No patient complications are associated with this event.

Manufacturer narrative:
The device was returned for evaluation. Driver lock sleeve button unable to be disengaged. Unable to further analyze instrument without damaging product. Inconclusive, unable to determine root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.